Event description:
It was reported that during the left middle cerebral artery (mca) m1 proximal occlusion procedure, the physician encountered resistance while advancing the subject stent within the microcatheter. The physician withdrew the subject stent and it deployed prematurely within the microcatheter and could not be fully withdrawn. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection the stent was returned deployed and found to be intact. The distal end of sdw (stent delivery wire) was found to be kinked/bent. The stent introducer sheath distal tip was found to be damaged. A functional inspection could not be performed as the stent was returned in a deployed state. The as reported event of stent deployed prematurely during use was visually confirmed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of stent deployed prematurely during use was confirmed during analysis. The reported event of stent difficult/unable to advance or pullback through catheter could not be duplicated; however, the analysis results are consistent with the reported event. The returned device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. It was reported that the operator prepared to deliver a stent through the microcatheter. It was flushed and delivered the stent and after the stent just went into microcatheter not for so far, the stent system could not be advanced any more. Then the operator withdrew the stent and found the stent was deployed in microcatheter and could not be withdrawn. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The patient's anatomy was described as not tortuous, but the event description indicated the mca (middle cerebral artery) had severe stenosis with about 90%. The stent was returned deployed and intact. The sdw was kinked/bent, and the stent introducer sheath distal tip was damaged. It is possible that the sheath may have initially been advanced too far distally inside the microcatheter hub. This would have resulted in damage to the distal opening of the sheath which, in turn, can lead to resistance when attempting to transfer the stent from the sheath into the microcatheter lumen. The as reported events stent difficult/unable to advance or pullback through catheter, stent deployed prematurely during use and the as analyzed events of stent deployed prematurely during use, stent introducer sheath distal tip damaged and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the left middle cerebral artery (mca) m1 proximal occlusion procedure, the physician encountered resistance while advancing the subject stent within the microcatheter. The physician withdrew the subject stent and it deployed prematurely within the microcatheter and could not be fully withdrawn. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.